Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zest per #: (B)(4). The complaint and product associated has been received. Visual inspection of the returned abutment found that there was a fractured at the post minor thread. There are no other visual defects noted. Minor traces of plaque remain in the inner walls of the coronal opening. There is no manufacturing defect noted. No device lot number was provided so a device history record review and a complaint history review could not be performed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H6: evaluation codes. H10: additional narrative. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
Zimmer biomet (B)(4). Lot number not provided, therefore manufacturing date is unknown.

Event description:
It was reported that a dental abutment had fractured and was removed.